Event description:
The customer reported that they received an erroneous result for one patient sample tested for urea/bun (bun). The sample initially resulted as 1.5 mg/dl and this value was reported outside of the laboratory. A doctor questioned the initial result, so the sample was repeated. The repeat result was 76 mg/dl, which was considered to be correct and reported outside of the laboratory. The patient was not adversely affected by the event. The bun reagent lot number was 67035601 with and expiration date of 07/31/2013. The field service representative determined that the sample was foamy. He allowed the sample to sit and it was repeated. He ran a precision study and this was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The most likely cause of the event was underfilling of the sample probe due to the foamy sample surface. The sample probe does have liquid level detection but wet foam would also lead to a change in capacitance, therefore, the underfilling would not be detected. Mispipetting could have caused the initial low result. As no reaction monitor is available, this cannot be confirmed. It was suggested to the customer that they define repeat limits, the low result would then have been at least flagged or even repeated, if this feature was activated.